Manufacturer narrative:
It was reported that the flow/bubble sensor flow readings would drift after attempting to zero the values. It would drift up/down continuously causing intermittent negative flow alarms. It also drifted up/down when displaying a steady flow of fluid. The failure occurred during preventive maintenance. A getinge field service technician (fst) was sent for investigation and repair. The flow/bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and multiple pump stops, which were not related to arterial or venous bubble detection, could be confirmed on the date of event. A similar failure was investigated by getinge life-cycle-engineering (lce) on (B)(6) 2023. The fluctuating of the zero flow could be reproduced. In specific pairing of the flow/bubble sensor with the sensor panel, fluctuations can be observed. In order to investigate this behavior the supplier em-tec initiated a CAPA. The inspection of the complete stock did not reveal any other anomalies. The 100% inspection focused on bent pins, insufficient solder joints, and the overall appearance of the boards. Submitted boards with the behavior occurring were studied in detail. In individual cases, the behavior described by the customer could be reproduced. No deviations or nonconformities on boards or the sensors were apparent to explain the error behavior. All boards and sensors are technically flawless the misconduct occurs only in individual cases. The cause is attributed to a chain of unfavorable factors. The products do not show any visible technical defects. According to the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The device was manufactured on 2022-02-16. The device history record (DHR) of the cardiohelp was reviewed on 2024-01-18. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "flow readings drifting" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the flow/bubble sensor flow readings would drift after attempting to zero the values. It would drift up/down continuously causing intermittent negative flow alarms. It also drifted up/down when displaying a steady flow of fluid. No harm to any person has been reported. Complaint ID:(B)(4).